Event description:
It was reported that screws are backing out of a resonate plate post operatively.

Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was reported that there was a screw backed out of a resonate plate post-operatively. The x-ray image provided reveals what appears to be the two bottom screws beginning to back out of a 3 level plate. No determinations can be made for the cause of the reported issue at the moment.